Manufacturer narrative:
Device investigation: the separator wire shows a sharp 60 degree bend 7.3 cm distal of the proximal end of the ptfe coating. The separator is structurally compromised by the 60 degree bend. The separator is non-functional. This type of device failure is seen when the physician works the separator proximal taper grind outside the rhv or when working the separator against resistance. No mention is made in the complaint about friction or tortuous anatomy. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
During an acute stroke case using the penumbra system, the physician was loading a separator flex 026 into the touhy borst and noticed that a kink had developed in the mid shaft. He removed the entire wire, prepped another and completed the case.